Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported the physician reported this cardiac resynchronization therapy defibrillator (crt-d) device emitting tones and reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis identified that eri was triggered due to premature battery depletion (pbd) due to increased charge time, to 14.8 seconds. Rhythmcare provided recommendations to replace device in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this device was explanted and discarded. No additional adverse patient effects were reported,